Manufacturer narrative:
(B)(4). Should any further information become available, a follow up will be sent.

Manufacturer narrative:
(B)(4). This report was not confirmed. The lot number is unknown; therefore, a batch review was not performed. Based on the information gathered during baxter's investigation, the root cause of this report was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error (se) 2240 alarm that occurred on the home choice (hc) machine during dwell 3 of 5. The technical service representative (tsr) assisted the hp to cycle power to clear the alarm. The tsr explained the se 2240 alarm indicated air entered the set up. The hp confirmed there was no obvious cause for the alarm. The hp stated the supply bag was empty. The tsr reviewed proper procedures per the user manual and advised the hp to call the nurse to inform of the event. On (B)(6) 2011 product surveillance spoke with the care giver (cg) who stated the hp finished therapy the following morning using manual supplies. The cg stated the registered nurse (rn) was informed. The cg stated therapy has resumed without further issue. There was no patient injury or medical intervention reported.